Event description:
The pt's attorney reported the pt is experiencing unresolved pain from his mid-back on the right side down to his right hip. F/u identified the pt alleges the original scs lead (reference MFR report: 1627487-2012-09618) was incorrectly placed which per the pt, has resulted in two add'l spine surgeries, prolonged convalescence/debilitating post-operative which includes fatigue, inconvenience, psychological damage, pain and suffering.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.